Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a loose connector at the interface board.

Event description:
The customer reported that the insulin pump was no longer giving a display. The battery was changed and the blank screen continued. No further info was provided.